Event description:
The pt stated that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. The pt was able to detach the plunger from the piston rod. She stated almost a whole cartridge of insulin spilled into the compartment which she dried out. She said that after drying the device out, she has noticed the device making an abnormal "clicking" sound when she tries to run a bolus of insulin. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.